Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 81 mg/dl, 500 mg/dl and 114 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer experienced trembling of both hands and self treated with glucose tablets. There was no report of death, serious injury or third party medical intervention.